Event description:
It was reported the patient's blood glucose level rose to 450 mg/dl while wearing the pod between 5 and 24 hours. The patient was feeling dizzy and tired, so went to the emergency room on 17aug2025. The patient was treated with an insulin pen injection by the doctor and was discharged after 2 hours. The patient went home and removed the pod. When removed from the infusion site (leg), the pod's cannula was found bent. The patient placed a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.